Event description:
Related manufacturer reference number 3006705815-2023-04439, related manufacturer reference number 3006705815-2023-04440. It was reported that patient experienced ineffective therapy and pain at ipg site. The leads had migrated up to t4. As a result, surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.